Event description:
It was reported the patient had stimulation in the wrong location. Stimulation was in the vaginal area and caused pain and stinging. The patient wanted to try a different program to change the location of stimulation. The patient had issues communicating due to not being able to feel where the stimulator was. The patient was able to connect and change the program while on the call. The patient also experienced vaginal infections. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received noted that the patient did not have concerns with their device or therapy. It was also noted that the patient received assistance from their doctor or manufacturer's representative and their concerns were resolved. It was also noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va0540d, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).